Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and the anchor was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasp appears broken off. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4). Additional information: d4: "model #" & "catalog #". B5: "describe event or problem". Corrections: h3: "device evaluated by manufacturer" h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code

Event description:
The patient was provided with a silent nite appliance on (B)(6) 2024 for management of snoring. The patient initially reported no symptoms associated with use of the device. The appliance later fractured at the area where the band connects. On (B)(6) 2025, after noting the fracture, the patient discontinued use of the device. No adverse clinical symptoms were reported in association with the event. The patient's snoring resumed after discontinuation of the device. The patient reported following the device cleaning and storage instructions for use. No permanent injury and no additional medical or surgical intervention were reported.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. The patient's ethnicity/race was reported as white by the healthcare professional. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchor broke on a silent nite sleep device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued the use of the device and no medical and or surgical procedures were reported.